Manufacturer narrative:
The adverse event is filed under ais reference: (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
An outside law firm reported that a patient experienced complications following a left knee prosthesis that required subsequent medical intervention. According to the operative report dated (B)(6) 2022, the patient underwent a left total knee arthroplasty (tka) for osteoarthritis. The procedure was performed using cemented knee components (aesculap system) with palacos bone cement. The operative report indicates the patient tolerated the procedure well with no intraoperative complications, and the implants were placed with appropriate alignment and stability. Following the procedure, the patient developed persistent stiffness, pain, and reduced range of motion. On (B)(6) 2022, the patient underwent manipulation under anesthesia, joint aspiration, and femoral nerve injection due to continued stiffness. Symptoms persisted despite intervention. According to a subsequent operative report dated (B)(6) 2023, the patient underwent a revision procedure with tibial component revision and posterior capsular release due to arthrofibrosis and stiffness. According to a later operative report dated (B)(6) 2024, the patient underwent a revision left total knee arthroplasty due to aseptic loosening of the femoral and tibial components. Intraoperatively, both components were noted to be grossly loose, with no cement adherent to the implants. The components were removed without significant bone loss. Revision was performed using stemmed femoral and tibial components and bone cement. Final implantation demonstrated stable fixation with appropriate alignment and full range of motion without instability. The patient tolerated the procedure and was transferred to recovery in stable condition with no intraoperative complications reported.